Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. Remedial therapy consisted of vancomycin (1 gm every 5 days, route not reported) and gentamycin (12 mg for (B)(6), route not reported). The outcome of the peritonitis and action taken with dianeal pd2 ultrabag were not reported. The reporter believed the peritonitis was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.